Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached elective replacement indicator (eri) with a monitoring voltage of 2.38 volts. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Detailed testing of the ICD was conducted in an effort to determine the cause of the premature battery depletion. Tests were performed, including mechanical manipulation, and temperature testing. In addition, while pacing at the maximum atrial and ventricular pacing outputs, the device was monitored for an extended period of time. During the monitoring phase, the device's current remained normal with appropriate device operation. The titanium case was then opened and a detailed visual inspection of the internal components and circuitry revealed no irregularities. The device was again subjected to extended monitoring while programmed to maximum pacing outputs, with no abnormal device operation observed. Despite exhaustive analysis, we were unable to ascertain the source for the premature battery depletion.

Manufacturer narrative:
Upon receipt in our laboratory, initial device interrogation revealed that the ICD had reached elective replacement indicator (eri) and failed the longevity calculation. Further analysis is being conducted to determine the root cause for these observations.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time, there is no additional information. If additional information becomes available, this report will be updated.